Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that stable angina and restenosis occurred. On (B)(6) 2024, the patient presented with unstable angina. Heparin or other antithrombotic medication was administered at the time of index procedure. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. A loading dose of 325 mg of aspirin was given prior to the procedure. The target lesion was located at the ramus was 35 mm long with a reference vessel diameter of 2.5 mm. The target lesion was predilated using a 2.50 mm x 30 mm balloon with resulting into 20 % residual stenosis and timi flow 3. Following pre-dilation, the lesion was treated with a 2.50 mm x 40 mm agent dcb device successfully with 10% residual stenosis and timi flow 3. The patient was discharged on aspirin and clopidogrel. On (B)(6) 2025, the patient started experiencing symptoms associated with coronary artery disease. At the time of event, the patient was on aspirin and clopidogrel which were continued. On (B)(6) 2025, the patient was evaluated by cardiologist and underwent pet/CT myocardial perfusion imaging and stress test which revealed the scintigraphic results are consistent with a mild to moderate degree of myocardial ischemia of a small to medium sized area of the mid anterolateral and apical lateral walls and resting ECG revealed normal sinus rhythm and nonspecific st changes and left ventricular ejection fraction of 62%. On (B)(6) 2025, the patient presented to the hospital with easy fatigability, dyspnea and intermittent non-radiating left chest pain for preadmission evaluation, in preparation for a scheduled cardiac catheterization. ECG revealed normal sinus rhythm. On (B)(6) 2025, the patient admitted to the hospital for cardiac catheterization. Diagnostic coronary angiography revealed 99% in stent restenosis (isr) at ramus. The patient was diagnosed with stable angina. The isr was pre-dilated and a stent was successfully implanted. Post revascularization, the residual stenosis was noted as 0% with timi flow 3. The event was considered to be resolved/ recovered and the patient discharged.